Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: ¿capsular contracture grade 4". The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: ¿capsular contracture grade 4". Cont. E1: (B)(6).

Event description:
Healthcare professional reported right side ¿capsular contracture grade 4¿, "usual looking axillary lymph nodes on the right", "radial folds" and "complaining of pain and tightening". Device remains implanted.